Manufacturer narrative:
Section d3, g1: updated information. Section d1, brand name: corrected. Section d4, catalog number: corrected. Section d4, primary UDI number: corrected. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of backup battery fault alarms was able to be confirmed; however, the reported event of a dim pump running led was unable to be confirmed. The heartmate 3 system controller (serial number: (B)(6)) was not returned for analysis; however, the 11v backup battery (serial number: (B)(6)) was returned for analysis. A log file was submitted for review. A review of the submitted log files showed events spanning approximately 4 days ((B)(6) 2023 ¿ (B)(6) 2023 per timestamp). Backup battery fault coincident with the backup battery not passing load tests were active on (B)(6) 2023 at 00:55:29 ¿ 01:26:23. The alarms cleared once the controller was shut down. The backup battery did not pass the load test due to the loaded voltage being over the acceptable threshold as compared to the unloaded voltage. The driveline was disconnected on (B)(6) 2023 at 01:01:21 and the controller was shut down at 01:26:23. There were no other notable alarms active in the logfile. Pump operation was not affected, and the device appeared to function as intended. The battery was connected to a test system controller without issue. The controller was connected to a mock loop without any alarms active. The controller was disconnected from external power and the backup battery supported the pump without issue. The battery functioned as intended. A corrective and preventative action (CAPA) was implemented to mitigate the occurrences of backup battery load test faults; however, the system controller was manufactured prior to implementation. The root cause of the reported event was unable to be conclusively determined through this investigation. The device history records were reviewed for the system controller (serial number: (B)(6)) and was found to pass all manufacturing and qa specifications before being shipped to the customer. Heartmate iii instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms including backup battery fault alarm conditions, and the actions to take if the alarms cannot be resolved. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient could not see the green pump running light and made the decision to change to their backup system controller. It was noted that motor function was not affected by this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.